Event description:
When attempting to active a hot pack for a patient, the registered nurse (rn) was squeezing the bag at the designated activation area and the bag burst open. A small amount go onto the rn's clothing and was removed, it did not reach the patient.